Manufacturer narrative:
(B)(4). Batch # p56d4d. Device analysis: the analysis results found that the ecs25a device arrived with no apparent damaged, with only nine staples present and protruding inside the pockets, with the breakaway washer uncut. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. It is possible that the device was manipulated in a way that led the staples to protrude once the retainer was removed. Please reference the ¿instructions for use¿ for better usage reference. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please clarify the event provided of "the head of the stapler slipped from the esophagus, almost as if there was something to cut the bag of tobacco. The clinician was sure that the heads were properly attached."? Did this event occur when the device was being fired? No, before firing. They didn¿t fire because they were not sure. Where within the gap setting scale was the orange indicator prior to firing? Yes, they saw the orange. Did the anvil detach from the device during the firing? No, they were sure the anvil was attached in the right way.

Event description:
It was reported that during a gastrectomy procedure, the head of the stapler slipped from the esophagus, almost as if there was something to cut the bag of tobacco. The clinician was sure that the heads were properly attached. Surgery was delayed by 30 minutes. A new competitor circular stapler was used to complete the procedure. Procedure was successfully completed and there were no patient consequences reported.